Event description:
It was reported that the device was explanted due to inappropriate therapy from oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of inappropriate therapy due to oversensing was verified via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomaly was found. The cause of the oversensing and inappropriate therapy was not determined.